Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date and patient information.

Event description:
Alleged seat cracked and it pinched his behind when he sat down.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Alleged seat cracked and it pinched his behind when he sat down